Event description:
The voyager balloon catheter shaft separated. The separation occurred distally from the guide wire exit notch forward. The separation occurred inside the guiding and the separated portion was able to be removed with the guiding catheter as single unit. No other information was available. Reportedly, there wass no patient injury.